Event description:
It is reported that the reservoir leaked in reservoir compartment. Blood glucose level is 110 mg/dl. Possible o-ring leakage, unable to confirm direct cause of leak, customer does not have the reservoir. Advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.